Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he experienced a hypoglycemic event due to which paramedics were called. Paramedics measured his bg at 30 mg/dl and administered dextrose after which patient's bg rose to 200 mg/dl. Patient states that his hypoglycemic episode happened while cgm was not conveying any readings but displaying "???". At the time of his call to dexcom technical support, patient reported that he was doing better and that his cgm values were in alignment with his bg meter. Dexcom sought to obtain cgm's data from patient in order to investigate cgm readings around the time of the event but patient is unable to download and send data at this time.